Event description:
It was reported that the patient presented in the clinic for an unrelated issue. Upon interrogation, the atrial lead exhibited a sensing anomaly. A chest x-ray revealed that the lead had dislodged. No intervention was reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2015.